Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed color bars appear during operation. The issue occurred during an unspecified procedure. The procedure was completed with the same device after a reconnect there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor contacts caused by a defective locking lever on the video connector caused the reported event. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.